Event description:
It was reported that patient presented for lead revision due to high pacing lead impedance. During the procedure externalized conductors were observed via fluoroscopy. Patient was asymptomatic. Lead was capped and replaced successfully.

Manufacturer narrative:
No medwatch form was received.